Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in the up direction / the play of the up and down knobs were out of the standard value due to wear of the angle wire, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the indication on the suction connector was peeled. The suction connector had discoloration, the universal cord had a wrinkle, the paint on the suction cylinder was peeled, the control unit had discoloration, the electrical connector had discoloration due to water damage, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a chip, and an abnormal sound was made due to damage on the up / down knob. The following findings had a scratch: the suction connector, the protector of the universal cord on the suction connector side, the protector of the universal cord on the control section side, the image guide protector, the flexibility adjustment ring, the grip, scope cover, switch box, switch 1, forceps elevator, forceps elevator knob, up / down / right / left knob, control unit, plastic distal end cover, and the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had an angle down. The device was returned for evaluation. During the device evaluation, it was found that there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E1 has also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material found inside the nozzle could not be specified. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.